Event description:
Medtronic received information that lost sensor alarm, sensor signal not found, no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly. (B)(4).